Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single beat of ventricular loss of capture was observed on an episode of auto mode switch via a merlin.net transmission. No patient symptoms or intervention were reported.